Manufacturer narrative:
The lot history records of the reported lot numbers have been reviewed and no issues were noted that would have contributed to this event. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. The other device involved in the event is as follows: model#: fa-77425-10 / lot#: 9609378 / dom: (B)(6) 2011 / exp: 11/15/2014. (B)(4).

Manufacturer narrative:
Received more information regarding the devices involved in the event. The other devices involved in the event are as follows: model: fa77375-16 lot: 9441741 dom: 14 oct 2009 exp: 16 oct 2012. Model: fa-77400-10 lot: 9440884 dom: 14 oct 2009 exp: 16 oct 2012. Model: fa-77400-16 lot: n/a dom: n/a exp: n/a. (B)(4).

Event description:
Information received from the (B)(4) clinical study, subject: (B)(6). The patient was reported to have two cerebral aneurysms found by MRI (magnetic imaging). On (B)(6) 2011, the patient underwent endovascular treatment of a paraophthalmic segment aneurysm of the left ica with two pipelines, followed by placement of another pipeline for the right paraophthalmic aneurysm on (B)(6) 2011. Subsequent follow-up angiograms showed complete occlusion of the target left-sided aneurysm with residual filling of the right-sided aneurysm, thus admission for further pipeline implantation. Post procedural angiography confirmed successful endoluminal reinforcement of the previously treated right ica, with accompanying prolongation of intra-aneurysmal circulation time consistent with pipeline related flow diversion. No complications were experienced. On (B)(6) 2013, the patient required retreatment of the right ica aneurysm that was treated two years ago with three pipelines. The patient was on aspirin, metroprolol, olanzapine and clopidogrel prior to procedure and general anesthesia. It was reported that there did not appear to be device migration; however, retreatment with two additional pipelines (4mm x 10mm and 4.25mm x 10mm) occurred because the right ica (internal carotid artery) was still filling. Reportedly, it was still filling because the ophthalmic artery was originating from the aneurysm. The patient was not symptomatic and there were no adverse events as a result of the retreatment. The treating physician indicated that the need for retreatment was related to the pipeline device; although it was reported that the device did not migrate. Mrs at baseline = 1.